Event description:
During an implant procedure, the right ventricular (rv) lead had a lack of lead slack which caused the lead to become dislodged. When attempting to reposition the rv lead, the rv lead was unable to be removed from the device header. Additionally, the set screw of the device was unable to be loosened. As a result, the device and rv lead were explanted and replaced to resolve the event which led to a clinically significant prolongation of the procedure. The patient was stable.

Manufacturer narrative:
The reported event of unable to loosen the ventricular set-screw and failure to remove the lead from the header was confirmed. Analysis revealed epoxy was found in the header ventricular connector block threads, which resulted in the reported stuck set-screw and failure to remove the lead from the header event. The observed epoxy was caused by a manufacturing anomaly.